Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that the system failed to boot up properly. Rse checked the error logs and found that there was successful boot up on 02 sep 2023, at 07:00 but it failed to boot up on the same day at 10:45. Customer changed the worklist query time from infinite to 24 hours . To resolve this issue, the philips engineer were made appropriate changes and did warm reboot. After rebooting ,the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that after reboot, the system failed to boot up properly. Reboot took a long time. The device was not in clinical use. Philips has started an investigation of the complaint.